Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, it was reported that the pump indicated a data log corruption. Customer¿s blood glucose level was 160 mg/dl. Reportedly, the customer was able to successfully charge the pump using an alternate usb cable.

Manufacturer narrative:
Correction-b4.